Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Insulin pump had moisture damage found on motor assembly. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated they had gone to the restroom and the device may have been exposed to condensation from showering. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was 104 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.